Event description:
It was reported that 'doing a routine total hip, went through rom and was satisfied. Put the biolox head and the rest adm insert together as per technique, then put the 28mm head on the accolade tmzf stem in normal fashion. Went to reduce the hip at which time the adm insert became dislodged from the biolox delta head. Dr, not knowing why this was disassociating, she waited for another implant to come from the office, (a universal v40 adapter sleeve, with a universal delta head, and restoration x3 insert) and completed the surgery."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.